Manufacturer narrative:
Additional information was received on 9/4/2019. The returned device was a 275cc mentor siltex contour profile moderate prosthesis. The lot number was obtained. Suspect medical device has been updated with all available information. A manufacturing record evaluation (mre) was performed for the finished device number 5603099, and no non-conformances related to the reported complaint were identified. Mentor is aware that the manufactured date provided occurs after the implant date provided. However, the information available to mentor is what is being reported. If additional clarification is received in the future, then a supplemental report will be submitted. The investigation of the returned device was completed by the failure analysis lab on 9/17/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant and capsular contracture. During evaluation of the sample siltex cracking was observed on the posterior view. Within the siltex cracking, a rupture was noted measuring approximately 0.5 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who had a mentor siltex round moderate profile 275cc saline prosthesis experienced left sided rupture and capsular contracture (baker¿s grade unknown) post procedure. As a result, bilateral prosthesis replacement with 425cc mentor moderate plus profile implants were placed.